Event description:
It was reported that the high voltage lead's right ventricular (rv) coil and superior vena cava (svc) coil exhibited high impedance readings. Later, the rv lead was confirmed to have fractured. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: (B)(4) ICD, implanted (B)(6) 2014. (B)(4).